Manufacturer narrative:
No relevant manufacturing issue were found. The reported issue could not be confirmed. The exact root cause cannot be determined conclusively since the returned device was found functional.

Event description:
It was reported that; the customer reported an issue with a 40mm plate. During the case, the implant was placed ready to be fixed. At this point, the surgeon, commented that the device was not compressing properly to fix to the spinous processes when he was rotating the instrument that is used to do so. The case was completed using another of the same implant. There were a couple of minutes surgical delay only.

Event description:
It was reported that; the customer reported an issue with a 40mm plate. During the case, the implant was placed ready to be fixed. At this point, the surgeon, commented that the device was not compressing properly to fix to the spinous processes when he was rotating the instrument that is used to do so. The case was completed using another of the same implant. There were a couple of minutes surgical delay only.